Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. Ipg remains in use. No patient com plications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis revealed that the device never set rrt while implanted. Review of save to disk data showed that the device had an unexplained battery voltage drop beginning on 15 mar. 2023; an increase in battery impedance beginning on 20 sept. 2023 and an increase in ventricular capture management beginning on 3 jan. 2024 while the device was still implanted. Both loaded and unloaded pacing current drain levels were normal for this device. There was no evidence of a high current drain condition on the hybrid. Battery analysis revealed that review of the manufacturing data, the data gathered during the visual and dimensional inspection, and the electrical testing data, did not show any abnormal results. The characterizations and electrical testing of the battery are consistent with a delta 26h3 battery at this level of discharge. No evidence of an internal mechanism for premature battery depletion was found during destructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis revealed that the device never set rrt while implanted. Review of save to disk data showed that the device had an unexplained battery voltage drop beginning on (B)(6) 2023; an increase in battery impedance beginning on (B)(6) 2023 and an increase in ventricular capture management beginning on (B)(6) 2024 while the device was still implanted. Both loaded and unloaded pacing current drain levels were normal for this device. There was no evidence of a high current drain condition on the hybrid. Battery analysis revealed that destructive analysis revealed a chunk of amber gel material on the anode and surrounding separator bag. Destructive analysis did not provide any evidence of an internal mechanism leading to premature battery depletion. Review of the manufacturing data, the data gathered during the visual and dimensional inspection, and the electrical testing data, did not show any abnormal results. The charac terizations and electrical testing of the battery are consistent with a delta 26h3 battery at this level of discharge. No evidence of an internal mechanism for premature battery depletion was found during destructive analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ipg was explanted and replaced.